Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of novum iq large volume pumps alarmed upstream occlusions and downstream occlusions. Reportedly the clinicians noted there are upstream occlusions and required to change the tubing sets on three occasions and no occlusion noted: along with downstream occlusions. The events occurred in the intermediate care unit. The events occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.